Event description:
A healthcare professional reported that blades from some of the custom paks were dull. Pt involvement is unk at this time. Multiple attempts have been made to obtain add'l info, however; none has been rec'd to date.

Manufacturer narrative:
The customer did not return a sample for eval. The lot number was not provided, therefore, a device history record review or lot history could not be performed. The root cause could not be determined. (B)(4).